Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s reservoir casing was damaged due to getting bumped periodically. The customer¿s blood glucose level was 535 mg/dl. They declined troubleshooting for the high blood glucose. Troubleshooting was performed on the insulin pump. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip, missing end cap sticker and broken belt clip slot. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.